Event description:
Additional information received reported that the patient had their device for atypical facial pain. The patient was charging her device and after about 10 minutes she began "feeling very anxious and stopped charging." It was stated that then the patient stared having "stroke-like symptoms of facial droop and right side droop" so she went to hospital. She was there for 3 days and it was reported that "they ran every test they could think of and everything came back 100% fine." It was stated that her vascular condition was "fine" but the hospital did not want to do anything with the stimulator. The patient had an appointment with her managing physician and the company representative. The stimulator was interrogated with the clinician programmer and impedances were checked. The battery was "good", the impedances were "normal", and every check reported that the system was "working as designed and no malfunctions were noted." The physician reported that "everything was normal and no malfunctions." It was stated that the "diagnosis was that the patient had a stronger seizure than she was used to that started in the sensory part of her brain, went to the motor part of the brain, and then affected her speech." It was reported that the physician thought that "the recharging and intense seizure was a coincidence." It was noted that the patient "made a full recovery and was fine." No further information was provided.

Event description:
On (B)(6) 2012, it was reported that the patient was having recharging problems and was in pain. The patient saw her health care provider (hcp) the monday before the report and there were no problems. On (B)(6) 2012, it was reported that the patient had a return of pain that appeared to be unrelated to a device malfunction. The pain had slowly increased over time and got bad enough that the patient was reprogrammed. On (B)(6) 2012, the patient's parameters were increased and she continued to have pain along with a new effect on her speech. On (B)(6) 2012, the patient's parameters were decreased, but the pain issues persisted. The patient's leads were placed for motor cortex stimulation and her speech was affected because the initial reprogramming caused "recruitment of motor strip neurons for speech by accident." The patient's impedances were all "great." On (B)(6) 2012, it was reported that the patient had been trying multiple parameter settings over the three weeks prior to the report. It appeared that the patient was having "intensification" and "broadening" of her pain area symptoms. However, the patient was getting benefit because if she turned stimulation off her pain got even worse. On (B)(6) 2012, it was reported that the patient did not have concerns with her device or therapy because she had received assistance from her hcp or manufacturer representative. On (B)(6) 2012, it was reported that the patient was admitted to the hospital. On (B)(6) 2012, for pain, but it was unknown for how long and what her status was. It was stated that the patient was not a "problem patient" and if she complained it was "real." The hospitalization was a "break" for medical management and the patient was back to her regular state. On (B)(6) 2012, it was reported that the patient was getting a "call your doctor" icon from her device. The patient received a 376 error code while using the antenna. On the saturday prior to the report the patient was recharging and she did not "feel good" and had "anxiety" so she stopped recharging. The patient then felt "horrible pain" in her brain that went down to the right side of her face. The patient stated she had "stroke like activity" and that the right side of her face "drooped' and she could not speak. The patient stated it was an "odd attack" that went down her right side. The patient went to the emergency room (ER) the night of the "attack" and was still in the hospital the day of the report while the hcps tried to diagnose what happened. The patient never turned stimulation off or adjusted her parameters, but the symptoms on her right side had gone away. The patient also stated that x-rays on her leads two to three months prior to the report "confirmed" lead placement and at the time everything "looked good." The patient had not had any traumas, falls, or started any new activities prior to the "attack." On (B)(6) 2012, it was reported that the patient experienced a seizure and was admitted to the hospital for testing. The patient's symptoms included a headache, pain, seizures, and weakness on her right side. The patient's recharger and 8870 application card were to be returned for review.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2009, product type lead; product ID 74001, lot# n205610, implanted: (B)(6) 2009, product type adapter; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3587a, lot# n0032361, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).